Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted device was reportedly discarded and will not return for analysis. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced pain and infection at the implant site. The recipient's device was explanted. On (B)(6) 2024 the recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted (B)(6) 2024. The recipient's infection has healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.